Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported that the unit restarted and displayed the countdown screen. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Technical support reviewed the error logs wit the customer and found a diagnostic code that is related to a 24 volt failure. The customer replaced the power switch overlay and power supply and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.